Event description:
It was reported that episodes of oversensing due to electromagnetic interference (emi) due to a magnetic resonance imaging (MRI) was observed on the device. No intervention has been performed. The patient was stable with no consequences and will continue to be monitored.